Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a detached sensor wire occurred. The sensor was inserted into the abdomen on b)(6) 2019. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and found that the sensor wire was missing from the sensor pod and seal carrier. The reported event of a missing or detached wire was confirmed. A probable cause could not be determined.